Manufacturer narrative:
No additional information was provided by the va medical center - portland. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that 3 patients experienced itching under the dressings after chloraprep had been used. Or nurse at [omitted] states they perform hand and arm surgeries and use the 26ml sterile chloraprep applicator 930815. She reports have 3 patients in the last 10 days experiencing intense itching under the dressing after surgery. The arm is cleaned with chloraprep from hand to elbow prior to surgery and then a dressing is applied from fingers to hand. She states they have been using this product and want to know if we made any changes to the solution due to the sudden frequent occurrences. Response informed that no changes have been made to the chloraprep solution. We have only made changes regarding sterilization of the product. Discussed that some patients are allergic to the solution, and if the itching is only localized to the area where the solution was used, that may be an indicator. Informed that this information would be send to out complaints department. Case forwarded to product complaints via email.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815, batch no.: unknown. It was reported that 3 patients experienced itching under the dressings after chloraprep had been used. Or nurse at [omitted] states they perform hand and arm surgeries and use the 26ml sterile chloraprep applicator 930815. She reports have 3 patients in the last 10 days experiencing intense itching under the dressing after surgery. The arm is cleaned with chloraprep from hand to elbow prior to surgery and then a dressing is applied from fingers to hand. She states they have been using this product and want to know if we made any changes to the solution due to the sudden frequent occurrences. Response informed that no changes have been made to the chloraprep solution. We have only made changes regarding sterilization of the product. Discussed that some patients are allergic to the solution, and if the itching is only localized to the area where the solution was used, that may be an indicator. Informed that this information would be send to out complaints department. Case forwarded to product complaints via email.